Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the parents of the pt say that she is not able to hear. There are 9 of 12 electrode channels active. The child is not responding well. Mcls were raised and a new speech processor was tried but the results remained around 45 db. The child's spoken language development is satisfactory.